Event description:
The account reported the left side rail broke and the patient fell on the floor. The account stated that two nurses were cleaning the patient and propped the patient up on the left side rail and due to the patient's weight the left side rail broke. The account reported the patient was not injured due to the nurses helping to support the patient and kept him from falling hard. The bed was swapped out for a known working bed and the broken bed was taken to the hill-rom warehouse for repair.

Manufacturer narrative:
The technician investigated and the account stated the patient left side rail released while the staff was turning the patient to the left side for cleaning. The side rail broke and caused the patients to fall on the floor and the nurses supported the patient to lessen the fall. The technician found the side rail center arm cover is damaged on her head right side rail and the foot left side rail. Per the technician replaced the side rail center arm cover on the head right side rail and foot left side rail to resolve the issue. Based on this information, no further action is required.